Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastrectomy procedure. The balloon did not inflate. There was no air filling in the trocar, so the surgeon used a new one.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the trocar balloon and the locking collar were broken on device #1. The visual inspection of device #2 noted the balloon; obturator, lock collar and valves appeared intact. Only 1 inflation syringe was received. No other abnormalities noted. The condition of the device #1 precluded functional testing. Device #2, the trocar balloon was inflated no leaks detected. The lock collar and valve doors functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of cracked lock collar that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was no patient injury.